Event description:
It was reported that post-treatment bleeding occurred, requiring embolization intervention. An iceforce 2.1 cx 90 degree needle was selected for a cryoablation procedure. During the placement of the needle, the stick mode was selected. However, once this needle and the other three needles were selected for freeze mode, this needle remained in stick mode. It was not noticed until 8 minutes into the first freeze cycle, and once the issue was noticed, the physician determined the need to perform a third freeze cycle. After the third freeze cycle was completed, there was an error code that stated the active thaw function was disabled, and all needles were passively thawed for 5 minutes. They were then removed and discarded. The case was completed without any patient complications; however, it was noted that later that day, there was post-treatment bleeding which required embolization intervention. The patient had a full recovery and was discharged the same day.